Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when checking the device post-implant, no capture and lead dislodgement was observed. On (B)(6) 2020, the lead was repositioned. The patient was stable.